Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has a decrease in his speech discrimination scores from 80 percent pre-op to now 20 percent. There is concern due to vibrogram measures (no response on all but 1.5khz) and no hearing with 2 separate, out of the box amade hi audio processors that the floating mass transducer may have moved or become uncrimped from the incus.